Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced an unrelated dbs event where they required resuscitation. Following this event, the patient was unable to connect to their implantable pulse generator (ipg). Consequently, the patient underwent a revision procedure to have their ipg explanted and replaced. Despite good faith efforts, no additional information was available.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced an unrelated dbs event where they required resuscitation. Following this event, the patient was unable to connect to their implantable pulse generator (ipg). Consequently, the patient underwent a revision procedure to have their ipg explanted and replaced. Despite good faith efforts, no additional information was available. Additional information was received that the ipg became damaged during the cardiac resuscitation of the patient. The patient is doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) underwent analysis and was found to be non-functional. Despite multiple attempts, the device could not be charged, and communication could not be established with verified remote controls or clinical programmers. As a result, data logs could not be retrieved or analyzed, and functional testing was not feasible. Further examination through dissection revealed abnormal electrical measurements, including excessive sleep current and unexpectedly low resistance at a node where high resistance was anticipated. These findings confirmed damage to the application-specific integrated circuit (asic) chip, likely resulting from exposure to external high voltage or high current transient sources. A labeling review determined that the reported event is a known risk associated with the use of deep brain stimulation (dbs).

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced an unrelated dbs event where they required resuscitation. Following this event, the patient was unable to connect to their implantable pulse generator (ipg). Consequently, the patient underwent a revision procedure to have their ipg explanted and replaced. Despite good faith efforts, no additional information was available. Additional information was received that the ipg became damaged during the cardiac resuscitation of the patient. The patient is doing well postoperatively.